Manufacturer narrative:
Dates of event and implant: estimated dates. The UDI is unknown because the part and lot numbers were not provided as this information was obtained from a literature article. There was no reported device malfunction and the product was not returned. A review of the lot history record for the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effect of thrombosis as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported through a research article identifying the absorb bioresorbable vascular scaffold that may be related to serious injury. Specific patient information is documented as unknown. Details are listed in the article, titled, clinical, angiographic, and procedural correlates of very late absorb scaffold thrombosis multistudy registry results.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.